Manufacturer narrative:
(B)(4).

Event description:
Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an app crash alert. No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed an app crash alert. The root cause was determined to be an app crash error. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.